Event description:
Unomedical reference number (B)(4). Event occurred in italy. The patient reported that infusion set detached/broken at site connector. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
(B)(6).